Event description:
It was reported that there was a wound infection and the healthcare professional was taking out the implantable neurostimulators (ins) and extensions and wanted to cap the leads. Per an email from the healthcare professional, they would be removing the right ins and lead. The healthcare professional wanted to do a wound washout. Additional information received indicated that the patient had developed an infection after the last battery replacement on (B)(6) 2015. The batteries and extensions were removed but the leads remained intact. The patient was being treated with a course of antibiotics and they would try to re-implant at a later date. Reference manufacturer¿s report number: 3004209178-2015-11963.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2015 (B)(6); product type implantable neurostimulator product ID 3387s-40, lot# v061216, implanted: 2008 (B)(6); product type lead product ID neu_unknown_ext, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3387s-40, lot# v018325, implanted: 2008 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).